Event description:
I begun using renu moistureloc sometime in 2006. I didn't know there was any proglems with the product until I went in for my annual eye exam. My eye dr said I had viral keratitis in my left eye and also my cornea was damaged all the way through, she explained it as a cloudiness, she prescribed an antibiotic and the keratitis went away by my follow up exam but she told me the cloudiness was permanent. There had never been record of this problem in previous exams. I of course am no longer using the product but am concerned about her diagnosis and wonder if, since hearing about all of the news hype-there is any connection between my eye problems and the renu. Just thought I should report it.